Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2016-00140. The patient received two extensions with the same lot number. It was reported the patient was without stimulation. As a result, surgical intervention was undertaken during which time the lead and extensions were explanted and replaced. Stimulation was restored postoperatively. The issue is resolved.